Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ . The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ . Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04443745. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(4). (B)(6). Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Dense vascular adhesions. Operation: repair of incarcerated incisional hernia. Extensive enterolysis of dense vascular adhesions. Assistant: christopher a. Proctor, cns, crnfa. Anesthesia: general. Procedure: ¿the patient is a 48-year-old male with an incarcerated incisional hernia to the left of midline, at the mid clavicular line. There was a hernia superior to the umbilicus and approximately six inches lateral to the midline there was an incarcerated incisional hernia. The incision was made in transverse manner in the left upper quadrant. The incision was taken down through the abdominal wall. The hernia was identified. The contents were viewed. There was small bowel and extensive enterolysis of dense vascular adhesions then took place in a circumferential manner to free the adhesions from the edge of the fascia. A mesh piece was sewn into place, thus obliterating the hernia. The wound was irrigated, cauterized, layered closure was then performed with pds and skin clips. There were no complications. The patient did very well without incident. The patient was awakened from anesthesia and taken to the recovery room in stable condition.¿ (B)(6) 2007: (B)(4). Implant sticker. Gore dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph04. Lot batch code: 04443745. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial with holes ((B)(4)) was implanted during the procedure. [Missing records: records for ¿6 ventral hernia repairs with mesh¿ were not provided.] 2018: [missing records: records for CT scan showing the ¿large right lower quadrant abdominal wall fluid collection and a nonobstructing midline ventral hernia¿ were not provided] (B)(6) 2018: (B)(4). (B)(6). Operative report. General surgery: pre op diagnosis: abdominal abscess. Post op diagnosis: abdominal abscess. Procedure: incision and drainage of abdominal wall abscess. Partial explantation of overlay mesh. First assistant: (B)(6). 2nd assistant used? None. Second assistant: (B)(6). Anesthesia: general anesthesia. Findings: large abdominal wall abscess with underlying mesh. Operative note: indications: this is a 59-year-old male who presented to the emergency room with complaints of abdominal pain. Patient reports of abdominal pain that began 10 days ago. Patient reports a history of 6 ventral hernia repairs with mesh, all completed at outside facilities. His last operation was a sleeve gastrectomy in which she states that the mesh was divided so the operation could be completed in an open fashion. The patient received a CT scan which demonstrated a large right lower quadrant abdominal wall fluid collection and a nonobstructing midline ventral hernia. Approximately 100 cc of the fluid collection was aspirated in the emergency room and the sample sent to microbiology for further examination. The decision was then made to take the patient to the operating room for formal incision and drainage. The patient¿s risks and benefits were explained and patient was consented for the procedure. Technique: ¿the patient was brought to the operating room placed on the or table in the supine position. After general endotracheal intubation was achieved the patient¿s abdomen was prepped and draped in normal sterile fashion. Preoperative antibiotics were given and timeout was completed. The area of interest was identified with aspiration using sterile needle. An incision was made through the skin directly over the area of interest. The incision was carried down through the skin and subcutaneous tissue down to the thick capsule of the abscess. The capsule was excised and the abscess cavity was entered. Approximately 200 ml of purulent drainage was suctioned. Copious irrigation then ensued. A synthetic mesh could be seen at the base of the apex overlying the anterior abdominal wall fascia. The mesh was very mobile and was easily separated from the underlying tissue. On the mesh was then explanted and sent to pathology for further examination. The wound beds was then copiously irrigated. Hemostasis was achieved using electrocautery. Additional ethibond sutures were identified and removed. A wound vac sponge was then fabricated and placed into the cavity of the defect. A sterile drape was then used and the sponge was placed to suction. The patient tolerated procedure well. He was then extubated and transported to the pacu in stable condition. The instrument and scrub count was correct prescribed admission.¿ intake and output: output estimated blood loss: 25 ml. Specimen obtained: yes. Specimen details sent for analysis: yes. Analysis details comment explanted mesh. Complications: none. Grafts/implants? None. Tubes and drains: wound vac. Condition: stable. Disposition: pacu. Procedure status: completed. (B)(6) 2018: (B)(4). (B)(6). Microbiology report. Source: abdomen abdominal abcess [sic] aspirate. Culture anaerobic wound-deep: mixed anaerobic abdominal flora, heavy growth with: heavy growth streptococcus anginosus. Antibiotics: ampicillin susceptible, ceftriaxone susceptible, penicillin-g susceptible, vancomycin susceptible. (B)(6) 2018: (B)(4). (B)(6). Pathology report. Diagnosis: a. Hardware: grossly identified is explanted surgical hardware as described in detail below. Preoperative diagnosis: abdominal wall abscess. Clinical information: no clinical information given. Specimen (s) submitted: hardware, explanted mesh. Gross description: a. Received in a specimen container labeled with the patient¿s name (B)(6) and dob: (B)(6) 1958 is a single formalin-fixed specimen which is submitted as ¿explanted mesh¿ and which consists of an irregularly-shaped fragment of synthetic material which measures 10.8 x 10.2 x 0.1 cm. The specimen demonstrates adherent clot material. The specimen is consistent with explanted surgical material. Gross examination only. (B)(6) 2020: (B)(4). (B)(6). Operative report. Preop diagnosis: 1. Infected abdominal mesh. 2. Chronic draining sinus with associated abdominal wall abscess. Postop diagnosis: 1. Infected abdominal mesh. 2. Chronic draining sinus with associated abdominal wall abscess. Indications: 61-year-old male, morbidly obese, with a history of multiple abdominal wall surgeries. Patient states that he believes that he has had 8 surgeries total, with multiple mesh implantations. In the last year, the patient had an abdominal wall infection, for which he underwent incision and drainage, with mesh explantation. The patient then developed a small bowel obstruction, that required surgical intervention. After this, once the small bowel obstruction had healed, the patient mentioned a chronic draining sinus. This was located in his right lower quadrant. Patient was managed by the wound care center, with wound vac, local wound care, with no improvement. However, received a call prior to the patient¿s visit from the wound care center, stating that the patient was simply having increased drainage. Patient was seen in the ed, where some tissue was noted to be protruding from the wound. When I saw this patient in the office, the patient appears to have what appears to be mesh protruding grossly through the wound, with expected purulent drainage. At that time, the patient denied any succus, or stool. Part of the mesh was trimmed at that time, and a local exploration of the wound, with possible incision and drainage was recommended. Risk, benefits and possible complications of the procedure were all discussed in detail with the patient. I relayed bluntly to the patient that he is obese, and a chronic tobacco user, now with an obvious infected mesh in place. My biggest concern is that this infection has expanded to involve all the measures that the patient has within his abdomen. In addition, the possibility of the patient having an enterocutaneous fistula was brought up as well. The complex management of his condition to was discussed with the patient, including open abdomen, need for tpn, need for multiple operations, and even possibly death. Despite this thorough discussion with the patient, today when I saw the patient preoperatively, he appears not to clearly understand the potential consequences of these findings. Even though today, I told the patient that removal of the mesh and washout could lead to larger surgery requiring small bowel resection and reoperation for hernias, the patient is expecting to go home today. This reflects to some degree that the patient does not understand the complex nature of the problem that he is having. Regardless, today consented for incision and drainage, and mesh implantation, possible exploratory laparotomy. I requested that the patient stop smoking, and lose some weight. He had done neither for today. Procedure: 1. Incision and drainage with explantation of gore-tex mesh, partial kugel ring removal, and partial mesh composite removal. 2. Thorough washout of defect. 3. Kerlix packing. Procedural status: completed. Providers: assistant: alysia conley. Anesthesia: local anesthesia and general anesthesia. Findings: 1. Grossly infected wound, with purulent drainage. 2. 2 different types of mesh were noted. Gore-tex mesh, which was partially explanted. Kugel mesh, in which to composite component that was free-floating was excised. 3. Partial plastic kugel right of approximately 3 cm was also excised. 4. A mixture of sutures were encountered, prolene, as well as ethibond. This also appeared to be free-floating in between the meshes, and were cut and removed. 5. Patient has several prolene sutures abutting the skin, almost protruding. Wound classification: class IV: dirty-infected. Operative note: ¿the patient was taken to the operating room placed supine in the operating table. Patient had a difficult intubation by anesthesia, but eventually was able to be extubated in a standard fashion. Concern for possible aspiration was noted. Patient was suctioned after intubation, with just minimal saliva noted within the et tube. The patient was then placed under general endotracheal anesthesia, and the abdomen was prepped and draped in the usual sterile fashion. Timeout was done. Preoperative antibiotics were given. The large sinus entrance, of approximately 1 cm was then probed with a hemostat. The skin was braced, and using bovie electrocautery was unroofed. This was done for approximately 3 cm. Immediate purulence was noted, and cultures were obtained. I then washed out the wound, or I could see a gore-tex mesh. In the office I believe that this was a biologic, but today under careful inspection it appears to be gore-tex mesh. Most of it was free-floating, not attached to anything. I gently palpated the edges of where the mesh was adhered, and elevated this without disrupting or separating the mesh from any tissues. The free area of the mesh was then trimmed, and cut of sending it for specimen. I then inspected the wound carefully. Prolene sutures, as well as ethibond sutures were encountered that were also appear to be within admixture of granulation tissue, and fibrinous debris, free-floating. These were also cut, and gently pulled, to avoid dislodging, or tearing any structure. Irrigation was then done, and further inspection was done. A piece of plastic was noted coming out over the wound. This piece of plastic appeared to be circular, consistent with a possible kugel mesh ring. This was also free-floating. I gently pulled this down, and this was cut as it had a sharp edge at the level that it disappeared within the tissues. A complex site area of this kugel mesh was also found free-floating on the lateral aspect of the wound, that was trimmed in the same fashion that the previous mesh, with careful attention not to disrupt or de-attach the mesh from any of the structures around it. Some polypropylene mesh could be seen laying on top on the base of the wound. However, this was intimately attached to tissues underlying it reason why it was left alone, to not create any tear or possible enterocutaneous fistula. The wound was then thoroughly irrigated. Gentle palpation of the wound did not reveal any entrance into the peritoneal cavity. This being said, the area was so adherence, inflammatory, consistent with a local abscess, that no clear anatomy could be seen. The wound was closely inspected, and irrigated, with antibiotic irrigation to determine if any succus, stool or any intrafissural drainage was noted. None was seen. The wound was then packed with wet-to-dry kerlix. Sterile dressings were applied. The patient tolerated the procedure well. No complications were noted.¿ specimen collected: specimen information: 1. Gore-tex mesh, partial closure ring, partial kugel mesh. 2. Wound cultures: condition: stable. Disposition: pacu. Complications: no. (B)(6) 2020: (B)(4). (B)(6). Microbiology report. Source: abdomen. Gram stain final (B)(6) 2020: moderate number of wbcs, rare number of epithelial cells, moderate number of gram-positive rods. Wound culture final (B)(6) 2020: organism 1: streptococcus anginosus, moderate growth. 1. Streptococcus anginosus: ampicillin susceptible, ceftriaxone susceptible, benzylpenicillin susceptible, vancomycin susceptible. Anaerobic culture final (B)(6) 2020: mixed enteric aerobes and anaerobes, heavy growth. No organism is predominant. No further studies will be performed. (B)(6) 2020: (B)(4). (B)(6). Pathology report. Final diagnosis: a. Mesh, abdominal removal: grossly examined medical device as described. Preoperative diagnosis: wound complication/ventral and incisional hernia. Clinical information: wound complication/ventral incisional hernia. Specimen (s) submitted: a. Hardware-abdominal mesh. Gross description: a. Received in a specimen container labeled with the patient¿s name (B)(6). And dob: (B)(6) 1958 is a single, formalin fixed specimen submitted as ¿abdominal mesh¿ which consists of 4 tan-red, relatively flat mesh fragments ranging in size from 1.8 x 1.5 x 0.2 cm to 7.5 x 3.5 x 0.2 cm. The specimen is consistent with explanted surgical hardware. Stain quality assurance: stain quality was found to be acceptable for histologic and immunohistochemical stains and controls performed on formalin-fixed, paraffin-embedded sections. Records span 04/25/07 to 02/11/20. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial with holes was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring removal. Additional event specific information was not provided.